Event description:
The customer reported that a laser vision correction patient presented at a post op exam with a fiber under the lasik flap in the left tye. The fiber was removed without incident. The patient's visual acuity was not provided.

Manufacturer narrative:
Fiber under corneal flap. The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.